Event description:
A non-healthcare professional reported that a temporary blockage within the tip and corneal burn at the incision site resulted in a thermal injury wound. The surgeon immediately identified the injury and performed intraoperative management by placing a nylon suture to secure the wound and maintain incision integrity, and antibiotic drops were provided. The patient¿s condition was stable post-procedure, and appropriate follow-up was arranged. Additional information has been requested but is not available at the time of this report. This report pertains to the phacoemulsification tip involve in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.